Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 158 mg/dl at the time of incident. The customer reported receiving the alarm randomly for a couple weeks. The customer states happen when the reservoir is half empty and shows the battery is dead. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.